Event description:
A customer reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and helped reset the malfunction, after which the issue did not recur. The customer was advised to continue using the pump and to contact support again if any issues reoccurred.